Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at time of incident and current blood glucose level was 450 mg/dl. The customer was treated with pump and shots. The customer¿s blood glucose level was 500 mg/dl. It was reported that they had no delivery and took the reservoir and able rewind. Customer declined the troubleshoot for high blood glucose. The customer was advised to speak with to health care professional about types of infusion set to see if they may suggest a different one. The insulin pump will not be returned for analysis.